Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons on the keypad were unresponsive. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 202 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, the insulin pump was received with corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).